Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test properly. Insulin pump error alarm noted in pump history file. Problem isolated to electronic assembly. Unit received with cracked case(battery tube).

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer was able to clear alarm. Customer was able to complete rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.